Manufacturer narrative:
The fse replaced the mmi pcba, touch screen ir cables and display cables to address the reported problem. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported a touch screen error. The fse clarified the touch screen does not respond to touch and does not calibrate; is non-responsive upon startup. The customer reported there was no patient involvement

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a touch screen error. The fse clarified the touch screen does not respond to touch and does not calibrate. The customer reported there was no patient involvement